Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of oversensing resulting in inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event. The patient was stable.